Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was that they were having trouble finding the right spot to charge the implanted neurostimulator. Patient stated that everything was going along just fine, however all of a sudden last night it took an hour and forty five minutes to recharge the device, which was much longer than normal. Pt said that it would normally take forty-five minutes to recharge the ins. Pt said that the recharging quality kept flipping from excellent to good but it still took forever to recharge the ins on excellent. Pt said that their husband was in the hospital and they took the equipment with them two days ago and their husband put the recharger in the right spot and the equipment worked just fine to recharge the ins so they were afraid that they were the problem instead of the equipment. Patient services (pss) had the pt remove the battery pack from the controller and connect the controller to the ac power sup ply; pt noted that they had arthritis in their hands so they were struggling to remove the battery pack from the controller; pt confirmed that the controller powered on. Pss then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. Pt then saw the controller light turn solid green. Pss had the pt unlock the controller; the controller was at 100% and the ins was at 70%.pt saw no apparent damage to the recharger. Pss had the pt initiate an ins recharging session. Pt saw poor recharge quality, so pss had the pt reposition the recharger. Pt then saw finished indicated on the batteries screen, so pss had the pt tap recharge. Pt saw no device found, so pss had the pt tap recharge to go through passive recharge mode. On the trying to recharge screen, pt saw the three numbers as 77 77 77. Pss had the pt reposition the recharger and pt then saw the numbers appear as 74 87 87. Pt was able to get the middle number up to 92 during the call. Pss offered to stay on the line with the pt to ensure that the passive recharge mode was successful, however pt said t hat they would continue on their own and that they would recharge the ins later this afternoon when they normally would and call ps back if needed. Pt said that the issue first started this past weekend. Additional information received from the patient. Pt called back and says the recharging issues are still happening and the rtm is "a little hot". A new recharger was requested.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the recharging issues were a patient problem; they are 88 years old and always had help but their husband was in the hospital. The patient said they were helped by a technician in finding the right spot and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger h3: analysis of the recharger (serial# (B)(6)) found it failed the "rms voltage at the h field probe" test. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.